Event description:
The customer reported that while pipetting an ot htlv I/ii assay on ortho summit an 'oas unrequired' error message was generated for the sample in e8. It was found that the summit barcode scanner entered the same sample ID for well e7 and e8. A field service engineer was dispatched the instrument, the barcode scanner and the wand reader. All were found to operate properly and the instrument was placed back in service. No death or serious injury was assoicated with this incident.please note that this report is beyond the 30 day reporting requirement, it was found to be reportable in a retrospective review of all complaints.